Manufacturer narrative:
The operating room table will be returned to imris for eval. A f/u report will be submitted at the conclusion of the device component eval.

Event description:
On (B)(6) 2010, an imris customer support specialist reported that the operating room table moved to the maximum height or tilt continuously upon turning on the operating room table pendant (controller). There were no reports of injury to the pt or clinical staff. Initial inspection of the operating room table determined that the issue could be attributed to the operating room pendant since the replacement of the pendant resulted in a correction of the problem. A replacement pendant has been shipped to the site pending the return and eval of the original device component.